Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hospitalization for hyperglycemia. We are unable to determine if any product condition could have contributed to customer's yeast infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she went to the hospital because she had high bgs and she thought she was having a heart attack. The hospital performed an EKG and monitored her bg levels. No detail of her treatment was provided. The customer also reported that she had a yeast infection. When the pod was removed, it was noticed that the cannula was kinked. See scanned table.